Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer's blood glucose level was ¿high¿ on the continuous glucose monitor (specific bg value was not provided). A manual injection was administered to address bg.